Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician completed a novasure endometrial ablation on (B)(6) 2017 and then proceeded to do a bilateral tubal ligation and visualized the patient's "entire fundus blanched and there was a hole in the center". The physician "repaired the fundus with suture". There was no visible injury to the bowel. The patient was admitted into the hospital overnight and placed on a antibiotic for seven days.